Manufacturer narrative:
This late MDR is a retrospective filing. This report is being filed on an international product that has a similar product distributed in the us. A review of previous test results and customer complaints did not identify any issues. As part of our investigation, the final product release testing for architect tsh reagent lot 59933jn00 was reviewed. This review demonstrated that all control and panel values were within specification, were manufactured within the statistical process control (spc) limits and no adverse trends were observed. In addition, we reviewed customer complaints from april 11, 2008 through july 11, 2008 and did not identify related issues. Customer service and support (css) referred the customer to the architect tsh package insert specimen collection and preparation for analysis section, and emphasized the importance of sample centrifugation. Css instructed the customer that failure to follow these instructions may result in depressed specimen results. The customer obtained tsh values within the expected range after centrifugation of the patient sample. In summary, the spc data demonstrates that architect tsh reagent lot 59933jn00 was manufactured within process control parameters. The manufacturing and testing information reviewed during this investigation indicates that there is no deficiency related to the performance of architect tsh reagent lot 59933jn00. This is the final report.

Event description:
This late MDR is a retrospective filing for an international product with a similar us product. The customer stated after changing the probe on the architect analyzer, a patient specimen generated a tsh result of 6 uiu/ml. Upon retest, a value of 9 uiu/ml was obtained. The sample was centrifuged and yielded a tsh value of 10 uiu/ml. The sample was tested the following day and generated a result of 11 uiu/ml. No impact to patient management was reported.